Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump exhibited error code 10102. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information received on 31 january 2019 that there was no patient involvement during event. Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found that the rear label was missing and the pump was opened by the customer. The event log could not be downloaded. The customers reported problem was not verified. No software application was found in the pump. Based on the evidence, complaint was not confirmed. The root cause could not be identified.